Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a "bubble-like protrusion" from the IV tubing silicone segment while infusing normal saline at a rate of 200ml/hr. The bubble was discovered after the pump alarmed for patient-side occlusion and the pump door opened for troubleshooting. The IV tubing and bag were replaced and the ns infusion was restarted. No report of patient harm.

Manufacturer narrative:
Concomitant product: curos cap. The customer¿s report of a tubing bubble in the silicone segment was confirmed. A picture received from the customer showed that the silicone segment had a ballooned bulge near the upper portion of the tubing distal to the upper fitment. The set was visually inspected and the silicone tubing segment distal to the upper fitment appeared to be stretched out and had a different appearance than the rest of the silicone tubing. It was observed that the slide clamp that should be located in the tubing section distal to the pump assembly and proximal to the middle smartsite port was missing. There were no indentations or crimps observed on the tubing where the slide clamp should be located. Functional testing was performed and no ballooning/bulging was observed during gravity or pump infusion. However, when an IV push was administered at the smartsite port immediately distal to the pumping segment in the absence of the slide clamp and without the tubing being pinched off, the silicone segment did balloon. The root cause of the bubble was identified as a lack of occlusion which should have been provided by the missing slide clamp. This misassembly occurred during the manufacturing process.